Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The locking ring of the bipolar would not securely lock around the femoral head component. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.